Manufacturer narrative:
Information was received via journal article. Rogers, et al. "The reconstruction of periprosthetic pelvic discontinuity" journal title 27:8 1499-1507.

Event description:
It was reported in a journal article that one patient experienced nerve lesion.